Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient reported having a heart attack in february and the clinician stated that the device didn't store anything. The clinician also reported that the patient experienced syncope approximately one week earlier and nothing was recorded in the logbook. Boston scientific technical services (ts) was consulted and discussed that for the device to record the heart attack, the patient's heart rate would need to meet criteria for a fast heart rate as programmed by the doctor. If the rate was too slow, nothing would be stored. The cause of the syncope was not determined. At this time the device remains in service and no additional adverse patient effects were reported.